Manufacturer narrative:
(B)(4). Maude report number: mw5089350. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. No contact information was provided, therefore, no follow up could be conducted.

Event description:
It was reported that during an unknown procedure the stapler misfired during procedure, disrupting the staple line. An unknown serious injury that required intervention was reported.